Event description:
Event 1 [date redacted]: after placed into the patient, the catheter generated a noise within the system and was removed. The catheter was replaced with no harm to the patient. Event 2 [date redacted]: during prep, the connector would not stay connected to the catheter. The catheter was removed and replaced with no contact with the patient. Manufacturer response for 7fr webster cs bi-directional deflectable catheter, f-j curve, 12 pin w/e-z stee, 7fr webster cs bi-directional deflectable catheter, f-j curve, 12 pin w/e-z stee (per site reporter). Mfg [manufacturer] notified by site.